Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flow regulator set did not flow. This was identified during checking prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Retention samples were visually inspected, no obvious issue/damage was detected. The retention samples were conforming product per product specification. Should additional relevant information become available, a supplemental report will be submitted.